Event description:
It was reported that during a lead implant attempt several positions were tested but the lead continued to product high thresholds. A new lead was implanted with success. No patient complications have been reported as a result of this event.